Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump intermittently lost power. The battery compartment and cap were allegedly cracked, and the yellow o-ring of the battery cap was visible while attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/18/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings:a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap threads were also found to be stripped, and the cap did not secure properly to the pump to maintain power. A power loss was duplicated. A test cap secured properly to the pump and was used to exercise the pump for 24 hours. No power interruptions were observed while the test cap was in use. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, the keypad cover was observed to be peeling at the ok button. All of the keypad buttons responded properly. The keypad cover was removed and no contamination was found under any button contacts.